Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image was blurry on the colonovideoscope. The issue was found during a diagnostic colonoscopy procedure and completed using a similar device.

Manufacturer narrative:
The supplemental is being submitted as a correction to section b5 and h6.

Event description:
It was reported that the colonovideoscope was contaminated.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.